Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep anomaly. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the sound test failed. The customer stated that they received the letter and follow the instructions the insulin pump did not pass the test. The customer stated the audio options menu in the insulin pump was set to audio and vibrate. Advise customer to adjust the audio volume to five, press save, and listen for the beep and customer stated that the no louder beep. Customer reports they did not hear beeps when audio volume settings were saved. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. The audio tone or vibrate feature on the pump functioned properly during testing.